Manufacturer narrative:
Event occurred in other country.

Event description:
Reporter stated that the inform base unit's internal contacts were "charred". No adverse event was reported. The MFR requested the return of the suspect product and replacement product was shipped.